Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she just inserted a set and now her blood glucose is high at 447 mg/dl. Customer waited an hour and gave an injection of 6.0 units. Customer's blood glucose was at 471 mg/dl. Customer checked the tubing and it was not tangled up. Customer treated with the pump only. Customer had a previous bolus of 6.6 units through the pump. Customer was not feeling bad at all. Customer was advised to do a complete set and site change. Customer was assisted with rewinding the pump and changing the infusion set.